Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the philips field service engineer (fse) visited the site and confirmed that the host computer having bootup issues. The host pc was replaced by fse and returned to philips for further analysis. The analysis confirmed the malfunction of the host pc was due to failed bios configuration. However, after replacing the host pc and hard drive and reloading the system software, the system was returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.